Manufacturer narrative:
Based on the provided results, the investigation determined the event was consistent with a pre-analytical handling issue at the customer site. The investigation did not identify a product problem.

Event description:
There was a complaint of discrepant ion-selective electrode (ise) results for one patient tested with a cobas 8000 cobas ise module (double). The initial results were not reported outside the laboratory. The patient¿s initial sodium (na) result was 157 mmol/l; the repeat was 144 mmol/l. The patient¿s initial potassium (k) result was 4.21 mmol/l; the repeat was 3.85 mmol/l. The patient¿s initial chloride (cl) result was 115.8 mmol/l; the repeat was 105.3 mmol/l. No electrode lot numbers with expiration dates were provided.